Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer septal occluder was chosen for implant using a 14f non-abbott delivery sheath. While attempting to deploy the device inside the patient, it was noted that the device was not taking the proper shape and took a cobra-head appearance. The deformed device was not released from delivery cable while inside the patient. The device was recaptured and removed from the patient. No replacement device was implanted and the procedure was aborted. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the recommended size delivery system for use with 28 mm septal occluder is an 10f. A 14f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. The cause of the reported incident could not be conclusively determined.